Event description:
It was reported as a general comment that during the use of prostyle devices, unknown failures occurred over the years. As it was reported via a general comment, the method used to achieve hemostasis was not reported. No additional information was provided.

Manufacturer narrative:
Date of event estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.